Event description:
It was reported that the user experienced an occlusion during a meal bolus, resulting in a partial meal delivery, after which the user announced two additional meals due to a belief that no bolus had been delivered; the agent provided troubleshooting and education advising against additional announcements or relying on correction doses to compensate for an incomplete meal bolus. Symptoms included elevated blood glucose. Outcomes included ongoing monitoring, with a follow-up confirming that the occlusion alert did not recur. Investigation included technical support review and user education with follow-up to assess glycemic stability. Investigation of this case revealed user handling error related to multiple meal announcements after an occlusion, with no persistent device alarm or ongoing occlusion identified. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event.